Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported there was a yellow substance dripping from the colonovideoscope. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9; e1; g1; g3; h2; h3; h4; h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: yellow and brown residue was present upon brushing the channel. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to user. From the instructions for use (IFU) manual: pcf-h190l reprocessing manual: section: 5.5 manual cleaning the endoscope and accessories. Page 56; warning: " be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk. 5.7 rinsing the endoscope and accessories following disinfection. Page 75. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.